Event description:
A malfunction was reported on a pump by the customer, but there were no notable events prior to this. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump using the provided pump reset information, resolving the malfunction. The customer was informed to call back if the issue recurred, and they acknowledged and understood this instruction.